Manufacturer narrative:
A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no other similar complaints found during the searched period. The st e2 test, analyte application manual states the following: limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack e2, the highest concentration of estradiol measurable without dilution is approximately 3000 pg/ml, and the lowest measurable concentration is 25 pg/ml (assay sensitivity). Although the approximate value of the highest calibrator is 3250 pg/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 3000 pg/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients with hyperbilirubinemia may yield falsely elevated results. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. The most probable cause of the failed one (1) of two (2) aab-mle proficiency testing for estradiol (e2) could not be established.

Event description:
The customer reported one (1) of two (2) failed american association of bioanalysts medical laboratory evaluation (aab-mle) proficiency testing for estradiol (e2) on the aia-360 analyzer. The failed survey sample result was 73.0pg/ml (acceptable ranges 36.0pg/ml-67.0pg/ml). There were no quality control (qc) issues prior to analyzing samples. The customer reported complaint for documentation purposes and did not provide any further information; no troubleshooting required at this time. No further follow up or actions required from tosoh. The aia-360 analyzer is functioning as expected. There was no indication of any patient intervention or adverse health consequences due to the reported event.